Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered on shield with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: a dirty shield of tube (367846) from lot 9344965 was found.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered on shield with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: a dirty shield of tube (367846) from lot 9344965 was found.